Event description:
It is reported that the blue tibial impactor pad for tm modular baseplate broke during impaction. All pieces were found and discarded without incident.

Manufacturer narrative:
Eval summary: the impactor pad was broken during impaction. Normal wear of the part due to repeated removal and installation as well as the sterilization process can cause the part to break. Eval: as returned, two of the four pegs on the impactor pad have fractured and are missing. Mfg documentation is in order and appears to be conforming. The device has a potential field age of slightly over 1 year at the time of failure. Device history records indicate all components were mfg and inspected to specification.